Event description:
A contact lens technician from an optometrists' office reported that a pt experienced an "ulcer" following use of complete moistureplus multi-purpose solution. Despite follow-up attempts, no information received regarding treatment. The patient recovered and successfully resumed lens wear with complete moistureplus.

Manufacturer narrative:
The actual complaint unit is not available for evaluation because the patient discarded it. The lot number h105390 reportedly used by the patient is not a valid lot number for the device. The MFR is unable to perform an investigation.